Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that a 5.0 locking screws were found broken in gamma nail. The entire gamma nail and screws were removed, then added a bigger nail.

Event description:
It was reported that a 5.0 locking screws were found broken in gamma nail. The entire gamma nail and screws were removed, then added a bigger nail.

Manufacturer narrative:
The reported event that locking screw, fully threaded t2 tibia ø5x50 mm was alleged of issue implant breakage - screw could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. No deviations were found during review of the manufacturing and inspection documents (DHR). Review of complaint history, CAPA databases, risk analysis and labelling did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. Based on limited information and referring to that no deviation was found in the manufacturing documents a deficiency in the implant in question was not verified. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.